Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was a temporary malfunction of the internal board related to image generation and image output due to deterioration related to the age of the device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated or confirmed. The unit was tested with multiple scopes and all video output signals and images were verified to meet specifications. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the screen went "black" during a procedure. The intended procedure was completed using an olympus, cv-190, video system center. No other equipment was replaced. The contact believes there was a delay in the procedure of approximately 5-10 minutes. As reported to olympus, there was no patient impact or injury that occurred, associated with the event.